Manufacturer narrative:
Product event #(B)(4) investigation plan: visual inspection functional inspection (if applicable) lhr review complaint device details: device name: plasmablade¿ 4.0 product number: (B)(4), lot number: fl50840142, expiration date: 2017-10-01, quantity returned: 1 testing performed: device packaging inspection: plasmablade¿ 4.0 device received in a (B)(4) box with bubble wrap and brown paper to fill the negative space and within a single biohazard bag. Tyvek® lid returned: the device information was confirmed against the information listed within gch. Printed rga e-mail included. Device visual inspection: -device is used with dried blood on body, handle, nose, shaft, electrode, tissue build-up inside the heat shrink, charring with a sl ightly bent electrode, figure # 1 and figure # 2. -electrode tip coating is damaged as the glass insulation coating is peeled, cracked and flaked off; with scratches on the blade, which visually relates to the reported complaint description, figure # 1thru figure # 3. -due to the fact that the blade coating is a glass insulator, if the blade is bent the glass to metal adhesion will be compromised. -additionally the heat shrink is slightly melted, figure # 3. -device holster returned and contains the electrode tip glass coating insulation fragments that peeled, cracked and flaked off from the electrode, figure # 4. -both cut and coag buttons have a definitive tactile feel. Functional inspection: not performed as the reported complaint was confirmed via visual inspection. Lhr review: a review of the lhr for lot # fl50840142 revealed there were no problems during manufacturing that can be associated with the reported complaint description. Investigation conclusion: complaint confirmed: the reported issue contained in gch was confirmed in the laboratory environment. Visual inspection confirmed that the glass insulation coating on the electrode was peeling, detached in several areas, heat shrink was slightly melted as well as the electrode is slightly bent which may have caused the glass insulation coating to become compromised resulting in the peeling, cracking and faking of the tip coating. Due to the fact that the blade coating is a glass insulator, if the blade is bent the glass to metal adhesion will be compromised. Such devices are quality inspected prior to release to the customer. In reference to this particular complaint, the insulation coating damage was detected after release of the product for distribution; therefore it is likely that any damage to the electrode glass insulation coating would have been detected during manufacturing assembly, testing or during inspection. An excessive build-up of tissue results in the overheating and melting of the heat shrink. The rf energy is affected by gunk build-up and causes a change to the electrical path causing the energy to be directed to the tissue attached to the device (in this case near the heat shrink) rather than to the patient. When the energy path is directed to the tissue on the heat shrink, the component experiences high temperature and over time, it is possible for the heat shrink to degrade. The complaint will be tracked and trended in gch. A likely cause of the failure plausibly suggests the electrode was compromised during use as the electrode appears bent at the interface of the heat shrink and the electrode tip which compromised the glass insulation coating and caused it to peel and flake off. The IFU recommends bending the shaft and not the tip as bending the tip may compromise the glass insulation coating. The IFU outlines proper cleaning and use of the plasmablade¿ and specifically relates to the reported complaint as listed below: lbl-00165 rev. C ¿ plasmablade¿ 4.0 ¿ IFU ¿ precautions and warnings -when bending the peak plasmablade shaft, do not exceed a 45° angle with the plane of the shaft. Do not bend more than three times. Bend the shaft, not the tip. Excessive bending of the shaft may compromise performance of the device or cause device failure, which could result in patient or user injury. Use finger force to shape the shaft; do not use forceps as this could damage the device. -do not use sharp or abrasive instruments or materials to clean eschar buildup on the electrode tip as this may damage the tip. -prior to use, inspect the peak plasmablade for any defects. Do not use if insulation or connectors are damaged. -take care when handling the electrode tip to prevent possible damage to the tip and to prevent user injury. -eschar buildup on the tip can be removed manually with gloved fingers or gauze pads, or by inserting the tip into the slot at the front of the holster and drawing the device backwards through the slot. Inspect the device for any signs of damage after cleaning. (B)(4).

Manufacturer narrative:
(B)(4). Investigation plan: visual inspection functional inspection (if applicable) lhr review complaint device details: device name: plasmablade 4.0 product number: ps200-040 lot number: fl50840142 expiration date: 2017-10-01 quantity returned: 1 testing performed: device packaging inspection: plasmablade 4.0 device received in a fedex box with bubble wrap and brown paper to fill the negative space and within a single biohazard bag. Tyvek® lid returned: the device information was confirmed against the information listed within (B)(4). Printed rga e-mail included. Device visual inspection: -device is used with dried blood on body, handle, nose, shaft, electrode, tissue build-up inside the heat shrink, charring with a slightly bent electrode, figure # 1 and figure # 2. -electrode tip coating is damaged as the glass insulation coating is peeled, cracked and flaked off; with scratches on the blade, which visually relates to the reported complaint description, figure # 1thru figure # 3. -due to the fact that the blade coating is a glass insulator, if the blade is bent the glass to metal adhesion will be compromised. -additionally the heat shrink is slightly melted, figure # 3. -device holster returned and contains the electrode tip glass coating insulation fragments that peeled, cracked and flaked off from the electrode, figure # 4. -both cut and coag buttons have a definitive tactile feel. Functional inspection: not performed as the reported complaint was confirmed via visual inspection. Lhr review: a review of the lhr for lot # fl50840142 revealed there were no problems during manufacturing that can be associated with the reported complaint description. Investigation conclusion: complaint confirmed: the reported issue contained in (B)(4) was confirmed in the laboratory environment. Visual inspection confirmed that the glass insulation coating on the electrode was peeling, detached in several areas, heat shrink was slightly melted as well as the electrode is slightly bent which may have caused the glass insulation coating to become compromised resulting in the peeling, cracking and faking of the tip coating. Due to the fact that the blade coating is a glass insulator, if the blade is bent the glass to metal adhesion will be compromised. Such devices are quality inspected prior to release to the customer. In reference to this particular complaint, the insulation coating damage was detected after release of the product for distribution; therefore it is likely that any damage to the electrode glass insulation coating would have been detected during manufacturing assembly, testing or during inspection. An excessive build-up of tissue results in the overheating and melting of the heat shrink. The rf energy is affected by gunk build-up and causes a change to the electrical path causing the energy to be directed to the tissue attached to the device (in this case near the heat shrink) rather than to the patient. When the energy path is directed to the tissue on the heat shrink, the component experiences high temperature and over time, it is possible for the heat shrink to degrade. The complaint will be tracked and trended in (B)(4). A likely cause of the failure plausibly suggests the electrode was compromised during use as the electrode appears bent at the interface of the heat shrink and the electrode tip which compromised the glass insulation coating and caused it to peel and flake off. The IFU recommends bending the shaft and not the tip as bending the tip may compromise the glass insulation coating. The IFU outlines proper cleaning and use of the plasmablade and specifically relates to the reported complaint as listed below: lbl-00165 rev. C plasmablade 4.0 IFU precautions and warnings -when bending the peak plasmablade shaft, do not exceed a 45° angle with the plane of the shaft. Do not bend more than three times. Bend the shaft, not the tip. Excessive bending of the shaft may compromise performance of the device or cause device failure, which could result in patient or user injury. Use finger force to shape the shaft; do not use forceps as this could damage the device. -do not use sharp or abrasive instruments or materials to clean eschar buildup on the electrode tip as this may damage the tip. -prior to use, inspect the peak plasmablade for any defects. Do not use if insulation or connectors are damaged. -take care when handling the electrode tip to prevent possible damage to the tip and to prevent user injury. -eschar buildup on the tip can be removed manually with gloved fingers or gauze pads, or by inserting the tip into the slot at the front of the holster and drawing the device backwards through the slot. Inspect the device for any signs of damage after cleaning. Reference documents: 42-10-1020 rev. E work instructions for complaint investigations disposable devices 31-10-1368 rev. E product specification and quality plan plasmablade 4.0 lbl-00165 rev. C plasmablade 4.0 IFU instructions for use 61-10-0017 rev. H device button tactile test procedure test equipment: no functional inspection was performed therefore no test equipment was utilized. (B)(4).

Event description:
During a pacemaker generator change-out procedure the doctor used the slit in the plasmablade device holster to wipe tissue from the device electrode and the coating on the device electrode blade came off. None of the loose coating made contact with the patient rather, only into the holster. A different device from the same lot was used to complete the case. There was no patient impact.

Event description:
Pacemaker generator/component exchange during surgery 0-15 minutes of surgical delay during a pacemaker generator change-out procedure the doctor used the slit in the plasmablade device holster to wipe tissue from the device electrode and the coating on the device electrode blade came off. None of the loose coating made contact with the patient rather, only into the holster. A different device from the same lot was used to complete the case. There was no patient impact.